Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -15.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Resubmission of supplemental MDR#1 requested by FDA. Supplemental MDR#1 is not applicable due to error in numbering of follow up reports. See supplemental MDR#2. Claim# (B)(4).

Manufacturer narrative:
Additional information: MDR supplemental 1 did not pass, so supplemental 3 has the information from the failed supplemental 1. H3 - device evaluation: the lens was returned dry in a lens case/vial. No visible damage to lens but foreign material on lens surface identified (dried, discolored material). H6 - work order search: no similar complaints were reported for units within the same lot. H6 - conclusion code: 24 - as per dfu for this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0mm is contraindicated. This patient had an acd of 2.8mm at the time of implantation. The patient's age is also less than the stated required age in the dfu (required to be 21 years or over). Corrected data: h6 - device code: 3191 (explanted) - should be in patient code, not device code. Claim #(B)(4).

Manufacturer narrative:
Additional information: b5 - additional information received: the lens was exchanged for a longer lens but the problem was not resolved. Claim #(B)(4)